Event description:
Same case as MDR ID: 2134265-2014-08464. It was reported that a rotawire fracture and vessel perforation occurred. Vascular access was obtained via the right femoral artery with a non bsc 8fr sheath. An 8fr im guide catheter was then inserted. The target lesion was located in the right coronary artery. Pre-dilation was performed with a 1.50mmx15mm apex¿ flex otw balloon catheter. A 330cm rotawire, 300cm choice¿ extra support guide wire and a 300cm non bsc guide wire were used to advance to the target lesion. A 1.75mm rotalink¿ plus was then introduced to treat the target lesion. During the procedure, the burr did passes of 59, 40, 60, 21, 54, and 21 seconds. On the final pass, it was noted that the burr popped through and sheared off the rotawire and perforated the vessel. A 3.0mmx12mm apex¿ otw was then inserted and inflated to 6atm. The procedure was not completed due to this event and the patient was sent to surgery.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).